Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition. Insulation damage and blood in the lead was observed during the procedure.